Event description:
The limb lead cable hook up is color coded which is a universal color coding. They hook up into a plug that hooks into a harness. When these were mfg the plug was pt on backwards (180 degrees) so when a pt is monitored the limb leads give a false reading (bundle branch block). MFR has been notified and the cables have been replaced. In addition, when one looks at the plug with the pins vertical, to the left is a numbering system that has a mfg date of 5/02. Rptr is keeping the cables but plans to return them to the MFR. There have been no pt problems with regards to this problem. Rptr has notified their states director of emergency services.